Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that an asymptomatic patient received an alert for high, out of range hv lead impedance. Further testing and lead replacement was recommended.

Event description:
New information received indicates that the lead was capped and replaced.

Event description:
Additional information received indicates that the patient was stable post-procedure.